Manufacturer narrative:
All available patient information was included. Additional patient details are not available. A review of complaints for alinity I syphilis tp assay determined that there are no trends for the product related to patient results. A lot search was not performed since the likely cause lot is unknown. Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I syphilis tp assay. This report is being filed on an international product, list number 8d06-32 that has a similar product distributed in the us, list number 8d06-41.

Event description:
The customer reported a false nonreactive architect syphilis tp result on a 32-yr old female patient. The following results were provided: architect is nonreactive, tpha and rpr are both positive. No impact to patient management was reported.